Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of energy generating problem. Imdrf device code a0501 captures the reportable event of cautery pin detached.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the colon during an endoscopic colorectal polypectomy procedure performed on (B)(6) 2025. During the procedure, a connection issue with the active cord. When the cord was connected, it immediately detached and could not be used as intended. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2 (correction): block h6 (device code) has been updated based on the information that was identified on 24jun2025. Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached. Block h11: the returned rotatable snare was analyzed, the device was returned and, upon visual inspection, showed no visible damage; the cautery pin remained intact. Additionally, continuity and electrical testing were performed, and the device was found to be within specification. No other problems with the device were noted. The reported event of cautery pin detached was not confirmed. Upon analysis, the returned device did not show evidence of either the alleged problems or defects which could have contributed to the event. The device had no visible issues or damage. It was then subjected to continuity and electrical testing and found to be within specification. Additionally, the device was connected to the erbe unit (B)(6), which successfully delivered energy to the rotatable snare, indicating no issues with energy transmission. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the colon during an endoscopic colorectal polypectomy procedure performed on (B)(6) 2025. During the procedure, a connection issue with the active cord. When the cord was connected, it immediately detached and could not be used as intended. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.